Event description:
Customer alleged blood glucose results of 850 mg/dl was reported by the advantage system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. Customer reported having high blood glucose symptoms and had placed a phone call to her physician and was awaiting callback. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch documents a result that is outside the reportable range of the system. This result was 1 of 3 discrepant, back-to-back blood glucose results alleged by the customer on the advantage system.